Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley between the grip base to be related to the reported complaint. For clarification, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test, and there was no insulation damage observed to the conductor wire. Any material missing was likely to be thermally induced rather than mechanically induced. Root cause of thermal damage of the bipolar yaw pulley between the grip base was attributed to user mishandling or misuse, which was commonly caused by insulation degradation and carbonized tissue creating a conductive path. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the fenestrated bipolar forceps instrument (part# 471205-17 / lot# k12220221-0212) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a pulmonary lobectomy surgical procedure. The alleged event occurred on the 1st use of the instrument. This complaint is being reported based on the following conclusion: it was alleged that the fenestrated bipolar forceps instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy surgical procedure, the customer reported the fenestrated bipolar forceps (fbf) was severely burnt. There was no injury to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The fbf did not collide with any other instrument or tool. A spark was observed once during the procedure. There was no obvious visual damage. When the spark was observed, hemostasis was being performed and the fbf tips contacted with the tissue. The fbf did not involve in any inadvertent contact with another energy instrument during the last procedure usage. Bipolar was activated when the issue occurred. Monopolar cord was not connected to a bipolar instrument. Erbe vio dv integrated electrosurgical unit (iesu) was used. The fbf was used in 50 minutes prior to the event. The permanent cautery spatula and cadiere forceps were in use with the fbf. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The fbf was not removed at any time prior to the event. There was no patients injury, and the patient did not return to the hospital after the procedure.